Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging an absence of occlusion alarm issue with the pump. Animas customer technical support advised the patient that the threshold has not been met for the pump alarm to be emitted. The patient reportedly experienced a blood glucose (bg) value of 28.6 mmol/l with unspecified ketones. There was no indication of medical intervention. The patient reportedly remained on the pump; therefore, the pump is not being returned. This complaint is being reported because the patient experienced an adverse event while using insulin pump therapy.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/03/2016 with the following findings: the last basal delivery was on (B)(6) 2016 at 4:08pm. Data was found to be overwritten on the reported event date of (B)(6) 2015. A ¿call service (cs) 145¿ occlusion alarm was recorded in the black box on (B)(6) 2016. The total daily dose added up correctly and reflected the programmed basal rate target. The ¿ez-prime¿ steps were performed correctly. The pump reflected 24 units after a 24 hour duration test. There were no errors, alarms or warnings that occurred during the investigation. A cs145¿ occlusion alarm was simulated during investigation. The pump gave the appropriate visible and audible alert. The alarm history correctly recorded the ¿cs145¿ alarm. The pump¿s cover was removed; there were no intermittent conditions found to the force sensor circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).